Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had noticed some urine output measurement inaccuracies, and later realized that the vacuum tubing used for a different device was laid sitting on top of the sensica monitor and did not contact the load cell or ring, during the patient session was being detected and added as additional urine output. Since the event happened several weeks ago, they could not remember which sensica unit caused the malfunction. It was a unit used within the cv wards.

Event description:
It was reported that the nurse had noticed some urine output measurement inaccuracies, and later realized that the vacuum tubing used for a different device was laid sitting on top of the sensica monitor and did not contact the load cell or ring, during the patient session was being detected and added as additional urine output. Since the event happened several weeks ago, they could not remember which sensica unit caused the malfunction. It was a unit used within the cv wards.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user error. However this cannot be confirmed. Nurse realized that the vacuum tubing used for a different device that was laid sitting on top of the sensica monitor and was not made contact with the load cell or ring, during the patient session was being detected and added as additional urine output. Since it was several weeks then, they could not remember which sensica unit that was. It was a unit used within the cv wards. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. Potential causes were identified and reviewed. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "make sure the plastic hook(s) on the bag are fully opened. Hang the bag from the bd sensica¿ ring. Once the bag is hung on the bd sensica¿ ring, a green check mark will appear next to the ¿bag attached¿ step on the monitoring session start screen. Insert the drainage tubing into the tube holder on the left side of the system. The tube holder provides stability for the drainage tube and bag, ensuring accuracy of urine output measurement. First, make sure the bd sensica¿ urine output system is placed where there is the greatest amount of slack in the tubing. To insert, line up the tube band with the tube holder window. Squeeze the tubing and push it into the holder. Stabilize system while inserting tubing to ensure that the system does not tip over. Once the tubing is inserted into the tube holder window, a green check mark will appear next to the ¿tube attached¿ step on the monitor session start screen. After all three boxes are checked, the system will automatically begin a calibration process, followed by the tube compliance process. Once the start-up is completed, the system will begin measuring urine output. At this point, the initial urine in the bag can be added through the calculator feature, if desired (see section 5.6: adding initial urine for more information)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned